Manufacturer narrative:
Product event summary: one controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed five critical battery alarms and multiple premature switching events. The data log file shows entries with alarms of type ¿alarm_power_source_2_disconnected¿. These power disconnect events could be related with a possible fretting issue on the pins of power port two. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The reported ¿beeps¿ were most likely caused by power disconnect alarms as a result of fretting. An internal investigation has opened to evaluate these types of issues. The most likely root cause of the reported event can be attributed to possible fretting in the pins of power source two. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the connected battery causes a beep like a new power source is connected. It was found that there were multiple power disconnects on port two. No mechanical damage was reported. The controller switched to port one with loss of power on port two. The controller was exchanged. No patient complications have been reported as a result of this event.